Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Analysis of the device memory confirmed there were several short periods of time after battery attach were the device exhibited higher than normal power consumption. Device memory also confirms that code 1002 was declared. The allegation against the device was confirmed, however the exact cause of the higher than normal battery usage could not be determined. No higher than normal current drain was noted during testing and detailed analysis.

Manufacturer narrative:
This ICD is expected to be returned back from the field for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited code 1002 during pre-implant interrogation. The physician decided to not implant the ICD due to the code and another device was implanted instead. No patient involvement noted.